Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 8/25/2017. G1-1: the manufacturing site name was unknown in the initial report. The manufacturing site name has been identified as oberdorf. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: universal battery charger device, battery devices, battery casing devices, guide wire device, (B)(6) 2021. The manufacturing site name is currently not available. The device manufacture date is currently not available. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery of the trochanter, while inserting a guide wire device, it was discovered that the reverse mode of the small battery drive was not functioning, and only the forward mode was functioning. It was further reported that the battery device was replaced, but this time, the forward mode was not functioning either. The reporter indicated that the surgeon stopped using the small battery drive. It was reported that there was thirty-minute delay to the surgical procedure, and the surgery was completed successfully. There was patient involvement reported. It was not reported whether there was a spare device available for use. It was reported that after the surgery, the red light came on when the battery devices were inserted into the charger device. The reporter stated that, on the following day, a repair replacement battery was arranged. It was confirmed that the small battery drive worked when the replacement battery was used before it was charged. But after inserting the replacement battery into the charger, the red light came on. After that, the small battery drive stopped working when the replacement battery was used. The reporter indicated that it was unknown whether the defect was caused by the small battery drive, the battery device, or the charger device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that it passed visual inspection. It was further determined that there were traces of additional tape detected. It was further determined that the device was without function, and the electronic control unit (ecu) showed a short circuit. It was observed that the fuses of the battery devices were blown when they were connected to the defective ecu. It was further determined that the device failed pretest for check function of device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.